Event description:
Pt tested on suspect device and obtained a blood glucose reading of lo. Her dr advised her to eat more and reduce her insulin. She tested again (next day) and obtained readings of 34 mg/dl and 41 mg/dl. Her dr advised her to stop taking glucatrol and insulin. She ate more and tested several times a day (always lo). On event day she tested at 34 mg/dl and ate chocalate before going to hosp where her blood glucose measured 316 mg/dl (lab). She tested on suspect device and obtained "lo" reading. She was restarted on insulin and glucatrol. Glucose control level 1 tested in range.